Event description:
Procedure type: unknown. According to the rptr: the stapler did not staple as secure as it was supposed to. Some of the staple did not make proper b-shape and some did not even staple the tissue. There was fluid leakage due to this problem, blood loss and additional operating time in excess of 30 minutes. There was not any unanticipated tissue loss. The surgeon had to hand suture the staple area. 5.

Manufacturer narrative:
(B)(4).